Event description:
It was reported the patient came to the clinic and had an open wound over the ipg site. Reportedly, the patient stated he picked at what he thought was a pimple and it ended up leading to a bigger wound which caused the ipg be be exposed. Consequently, the physician removed the patient's ipg.